Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen became frozen and unresponsive to presses. Customer's blood glucose level was not impacted. Reportedly, the touchscreen became responsive approximately 30 minutes later. Customer indicated they have a back up pump for continued insulin therapy.